Event description:
Additional information received from the patient, as reported through the canadian regulatory body, reported the patient had experienced extreme pain in their back in spring/fall 2018. The patient noted they went to a hospital four times between may and october, saw a family doctor, and saw an internist regarding the issue and that ¿all said nothing was wrong.¿ the patient later traveled another country in nov-2018 and reported that over the next couple of months they were ¿getting progressively weaker in [their] legs.¿ the patient attempted to contact physicians in their home county but was unable to reach anyone to discuss the issue at that time. The patient then underwent an examination locally whereby after x-ray imaging, two mris, and three CT scans (one with contrast medium), it was determined that the patient ¿had a mass that was severely compressing [their] spinal cord.¿ the patient reported that it was determined that ¿it was blood clots between [their] spinal cord stimulator and the spinal cord and clots on top of the stimulator¿ and that they were ¿very close to being paralyzed.¿ the issue reportedly ¿necessitated emergency surgery.¿ after having underwent surgery, the patient was ¿left with weakened legs and an unsteady gait.¿ the patient noted that they ¿did not know if this would get better.¿ an incident date of 2019-mar-16 was reported by the patient; however, what specifically occurred on this date is unknown at this time. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 37081-20 lot# serial# (B)(6). Product type extension product ID 37081-20 lot# serial# (B)(6). Product type extension g2 country: canada medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had the implantable neurostimulator removed on (B)(6) 2019 because of a blood clot between the spinal cord and the implant. The issue was resolved at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 37081-20, serial# (B)(4), product type: extension; product ID: 37081-20, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that it was unknown if all the components were explanted. It was also unknown if the patient experienced any other symptoms related to the blood clot. There were no further complications reported or anticipated.